Event description:
Surgeon used covidien gia to takedown colostomy. Gia suture line failed. Surgeon attempted with two different staplers and two different loads stapler would not close. Surgeon had to reconnect bowel by hand.